Manufacturer narrative:
Concomitant medical product: zy48pjusbv lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a suspected fracture and high impedance were noted on the right ventricular (rv) lead. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.